Manufacturer narrative:
The field service engineer changed the analyzer rinse tubing. The issue was resolved after this action. The investigation determined the service actions resolved the issue. Medwatch field e1. Facility name was provided as: "(B)(6)".

Event description:
The initial reporter stated they received discrepant results for four patient samples tested on the cobas 8000 c 702 module. Results for the following assays were affected: gluc3 glucose hk gen.3, creatinine, ldl_c ldl-cholesterol plus 2nd generation, and hdlc3 hdl-cholesterol plus 3rd generation. The specific creatinine assay used was requested, but not provided. No questionable results were reported outside of the laboratory. The first sample initially resulted in a glucose value of 41 mg/dl and it repeated as 78 mg/dl. The second sample initially resulted in a creatinine value of 13.34 mg/dl and it repeated as 1.24 mg/dl. The third sample initially resulted in an ldl value of 251 mg/dl and it repeated as 150 mg/dl. The fourth sample initially resulted in an hdl value of 121 mg/dl and it repeated as 43 mg/dl. The reagent lot numbers and expiration dates were requested, but not provided.